Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an extended bolus notification became frozen on the pump screen and the customer was unable to clear the notification. During troubleshooting with tandem technical support, the notification was able to be cleared. There was no reported impact to the customer's blood glucose level.